Manufacturer narrative:
The insulin pump was received with an intermittent up arrow button response due to corroded keypad traces. No button error alarm during testing. The insulin pump was received with cracked reservoir tube lip, cracked case on the display window corner, minor scratches on lcd window, scratched reservoir tube window and cracked reservoir tube.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error while trying to administer a bolus. The patient's blood glucose at the time of incident was 112 mg/dl. Troubleshooting was initiated for the button error alarm. The customer does not recall any significant events leading to the button error issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.